Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified vessel. A 3.50x32mm synergy stent was advanced to treat the lesion. However, resistance was encountered upon insertion and when the device was pulled out, the stent was noted to be partly lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 09:30 am CT. The report number is being corrected from: 2134265-2018-64457 to: 2134265-2018-63727.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified vessel. A 3.50x32mm synergy stent was advanced to treat the lesion. However, resistance was encountered upon insertion and when the device was pulled out, the stent was noted to be partly lifted. The procedure was completed with another of the same device. No patient complications were reported. Synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual and microscopic examination found damage to proximal stent rows 5-7, 11 and 14-16 with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.